Manufacturer narrative:
We received the following information regarding this complaint: in this case, surgical follow-up was necessary, otherwise the patient was not injured. Unfortunately, the customer cannot provide us with a lot number. This is a follow up report for this additional information.

Manufacturer narrative:
Additional information received: in this case, surgical follow-up was necessary, otherwise the patient was not injured. This is a follow up report for this additional information. Summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse or excessive wear (file used three times), patient condition and behaviour during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. This is to correct and remove the codes that were initially reported - removing codes for: health effect - impact code ; 4648. The correct codes for this complaint are: health effect - impact code : 2199. This is a follow up report to correct this code.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it is reported that a protaper ultimate fx 25mm x6 file broke during use. Reportedly, the broken part has not been retrieved from the patient's mouth. The outcome is unknown as of this MDR. Further information requested.